Event description:
Information received by medtronic indicated that the insulin pump had software error detected. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer reported that the insulin pump alarmed battery failed alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Retainer ring: black. Customer complained about the device having a software error detected alarm and battery failed on event date of (B)(6) 2022. The device passed the displacement test, sleep current test, active current test, and self test. Successfully downloaded history files and traces using thump. No software error detected alarms during testing. Software error detected alarm was present in the history download on event date of (B)(6) 2022 22:35:27.000. Esf#: n/a, file number: 10832, line number: 8192. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running alarm, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running alarm, no unexpected low battery alert, no unexpected power loss alarm, no unexpected replace battery alert, or no unexpected replace battery now alarm noted in the device history and trace downloads. Tested with a test p-cap and the test p-cap locked in place properly. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Software error detected alarm was confirmed due to hardware issue, problem isolated to the electronic assemblies. Battery failed is not confirmed. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.